Event description:
Device issue: none. Time of device issue: after vessel closure. Adverse event: right leg weakness, occlusion, surgical intervention. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery vessel after an interventional procedure. Reportedly, post procedure, the pt stated that while shopping the right leg "quit, gave out, and was easily tired." He sat down 3 to 4 minutes to regain his strength. The next day, a cardiologist performed an ultrasound and referred him to a vascular surgeon. The vascular surgeon performed a second ultrasound, which identified a blockage. The pt was told surgical intervention was required to "open up the rcfa and clean it out" but when "dye" was injected, the vessel was reportedly completely blocked; it was decided to implant a by-pass graft past the blockage. Additionally, a span of approx 5 inches past the by-pass graft, plaque was "cleaned out" due to a 60 to 75% blockage. The pt reported, a "full recovery" and "the right leg had no symptoms while walking one mile". There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (6). (B) (6). The customer reported the device was discarded. Procedure or method - pt selection. The lot number was not identified; therefore, a device history record review could not be performed.